Event description:
It was reported by a nurse that while interrogating a patient implanted m106 generator, they got the error message indicating: ¿auto disabled due to a burst...". The last recognized date of magnet activation was in (B)(6) 2017 but the parents had continued to use it several times each day since (B)(6) 2017 with no effect. The autostim output current was programmed equal to the magnet output current in (B)(6) 2017. The provider was informed about the ¿burst watchdog error¿ and advised to program the magnet output current greater than autostim output current. The device manufacturing records was checked for this generator and it appears that the generator passed all functional tests prior to distribution.